Manufacturer narrative:
(B)(4). Brand name is unknown. Product code unknown / not provided. Catalogue and lot number are unknown / not provided. Initial reporter's email address is unknown / not provided.

Event description:
It was reported that the patient presented with a fractured abutment screw (unk screw) stuck in a dental implant (spwb10). Doctor was unable to remove the fractured screw and therefore removed the implant. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One swissplus implant was returned for inspection. A visual inspection revealed signs of wear and tissue attachment about the threads. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The alleged malfunction is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A root cause cannot be determined.